Event description:
The patient reported that they had "no indication of the battery being close to the low battery level. So one day I was feeling great, and then next I felt awful." It was also reported that the patient experienced dyspnea on exertion and dizziness. The ipg exhibited premature battery depletion and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.